Event description:
There is no additional event information at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lot# 61320621, lot# 61729025, lot# 62107782. Reported event was confirmed by review of provided medical records and reviewed by a health care professional. During the procedure, there was an estimated blood loss of 1000ml. No blood transfusion or other relevant intervention was noted. The device was not returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00620206222 shell porous with cluster holes lot #81729025, item #00786201500 femoral stem fiber metal taper lot #82107782, item #00630506236 liner standard lot #81320621. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02508, 0001822565-2019-02510, 0001822565-2019-02516.

Event description:
It was reported that a patient had initial right total hip arthroplasty performed. It was noted that during the procedure patient lost an estimated 1000ml of blood. No blood transfusion or intervention noted. Additional information was requested however, none was available.